Event description:
The consumer reported that the patient experienced a sudden loss or change of therapy. The patient started to leak really bad on (B)(6) 2016. The patient couldn¿t increase stimulation on program 1 any higher than 5.6v. The patient requested assistance to change programs and could feel stimulation. The patient had an appointment with their health care provider(hcp) scheduled for last week, but didn¿t make it to the appointment. The patient would call their hcp and reschedule another appointment to discuss their symptoms. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.